Manufacturer narrative:
Concomitant medical products: model: 3189, scs lead, therapy date: unknown. During processing of this complaint, attempts were made to obtain complete patient information. The event date is unknown.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-11017. It was reported the patient had been receiving ineffective therapy due to high impedance. As a result, the patient's scs system was explanted and replaced (with a competitor's device).